Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by asp

Manufacturer narrative:
H6: the device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. The asp then returned the device to ventec for service unrelated to the reported issue. Ventec confirmed that the repairs performed by the asp had resolved the reported low vte. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.